Event description:
The customer reported the system displayed a communication error and rebooted on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive, reloaded software, and replaced the gpos single board computer. The system operates as intended.